Event description:
It was reported that the right ventricular lead exhibited a high, out-of-range shock impedance measurement of 126 ohms. Boston scientific technical services (ts) was contacted, and ts discussed options. The device and leads remain in service. No adverse patient effects were reported.